Manufacturer narrative:
(B)(4). Date sent: 11/8/2021. Investigation summary: per service manual operational and diagnostic analysis did not confirm that the generator activated on it's own. No further investigation will be conducted on this complaint.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: can you please provide the degree of burn on the patient? Was any type of treatment used on the burn? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vein harvest procedure that the generator activated on its own and patient was burned on the left medial thigh. Degree of burn was not documented.